Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Same case as MDR ID# 2134265-2017-08500. It was reported that in-stent restenosis occurred. The patient was admitted to the hospital and three days later, percutaneous coronary intervention (pci) was performed. The target lesion was in-stent restenosis of a previously implanted taxus liberte stent in the right circumflex artery (rcx). A maverick²¿ balloon catheter was advanced to pre-dilate the vessel. The balloon expanded well, but could not be deflated again so this physician pulled a couple of times on the balloon and the distal 17cm of the shaft (with the balloon) ripped off. The distal, sill inflated part of the balloon was partially fixated behind the existing stent. The balloon could not be recovered and was held in place using a distally placed stent. The procedure was completed with a different device. The patient was stable with a timi 3.